Event description:
Patient came to the cath lab for a pda closure. The device embolized and the patient returned to the lab for device removal and new implantation of device later that day. Per or note: procedure: right and retrograde left cardiac catheterization. Pre-procedure diagnosis:¿¿moderate pda, left heart dilation embolized piccolo 5/4 device. Post-procedure diagnosis:¿moderate pda, left heart dilation, embolized piccolo 5/4 device. Access:¿¿rfv 6fr, rfa 3/4. Findings:¿moderate pda, short a-p window, narrowest diam 3mm, length 5, ampulla 6.5mm. Intervention:¿initial device, 5/4 piccolo embolized to lpa, retrieved with no complications; second device ado I 5/4 good position. Post intervention findings:¿good device position, no residual pda. We have had two additional incidents of this occurring; they will be entered separately. It is unclear if this is only device related or if provider learning curve is also a factor. Product has been in use ~ 1 year.